Event description:
Event verbatim [preferred term] heat wrap of a 1ct pack had damaged heat cells where the content leaked, detected before using [device leakage]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r99699, expiration date oct2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heat wrap of a 1ct pack had damaged heat cells where the content leaked. This was detected before using. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported that heat wrap of a 1ct pack had damaged heat cells where the content leaked, detected before using. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event device leakage is assessed as associated with the use of the device per (B)(4) (a causal relationship cannot be ruled out). The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Batch r99699 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, eight pouches and eight wraps and shows no obvious defects to heat cell packs. Form-46455 retain sample inspection form documented the retain evaluation performed on 05jan2018. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01/05/2016 through 01/05/2018/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of three complaints for flexible use xl products during this time period for the class/subclass. Of the three complaints; two have batch number recorded as "unknown". The remaining complaints is the current one involved in this investigation. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for flex xl products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Shiftly production transition notes were reviewed. Notes show there were issues with the heat pack maker seal roll heater phase fault and issues with web tracking. This batch has been reviewed from a manufacturing perspective. There are no known...

Event description:
Heat wrap of a 1ct pack had damaged heat cells where the content leaked, detected before using [device leakage]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r99699, expiration date oct2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heat wrap of a 1ct pack had damaged heat cells where the content leaked. This was detected before using. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to product quality complaint group: batch r99699 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, eight pouches and eight wraps and shows no obvious defects to heat cell packs. Form-46455 retain sample inspection form documented the retain evaluation performed on 05jan2018. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01/05/2016 through 01/05/2018/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of three complaints for flexible use xl products during this time period for the class/subclass. Of the three complaints; two have batch number recorded as "unknown". The remaining complaints is the current one involved in this investigation. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for flex xl products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Shiftly production transition notes were reviewed. Notes show there were issues with the heat pack maker seal roll heater phase fault and issues with web tracking. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving damaged cell packs or leaking cell packs. The visual inspection of a retain sample included four cartons, eight pouches and eight wraps and shows no obvious defects to heat cell packs. Form-46455 retain sample inspection form documented the retain evaluation performed on 05-jan-2018. Sample was received by site on 11jan2018. One flex xl wrap - wrap does not show evidence of wear. One cell at the cut out for the flaps on one end is cut allowing chemistry to leak outside the wrap. Scope / impact analysis: batch r99699 is within the scope of this investigation. This batch is released and it is in the market. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". An ad hoc sqrt meeting was held on 18jan2018. There was no market action recommended and the following is concluded: no notification to management and market action were recommended as this is the first confirmed cell pack leakage complaint for this batch. Investigation (B)(4) is in progress to address the identified event. Sqol and opu ql approval are required on the investigation. Retained samples were reviewed and did not identify any defect. There is no trend identified for the subject batch for cell pack leakage. There were no adverse events received for this batch. Based on the data reviewed, the most probable cause can be related to heat pack maker (hpm) roll faults, web tracking and steering conveyor issues. The chemistry leakage is visual upon opening the wrap. The pouch provides instructions to the customer stating "do not use if the heat cell contents leak and/or wrap is damaged or torn." Root cause analysis / identify.: the most probable root cause of this event is equipment (other). The current logics/camera does not have an establish centerline in the plc logics to establish limits for the cd position set-point. A root cause analysis was conducted with a cross functional team. Personnel from engineering and technical services participated in the exercise. Below is the outcome of the exercise: by analyzing the returned wrap it showed a composite web mistrack to the drive side of the fulm spur during the wrap manufacturing. This mistrack placed the center cell of the cell pack located at the operator side approximately 26 mm from the cut edge of the wrap and the other side of the wrap (drive side) placed the edge of the cell into the cut area creating the cut cell. Turn bar (ruled in): the turn bar was not in the correct position shifting the web over to the fulm drive side. This created a scenario where the steering conveyor bottomed out due to its mechanical capacity. Once the steering conveyor bottomed out, the web continued to shift over. This placed the cell pack to far too the drive side. On the maintenance report for day shift (11/11/16), it was documented there was an issue with the flip kit turn-bar not tracking and e&I had to re-zero the electrical and mechanical zero so that they would match. The electrical and mechanical positions should be the same. This indicates that the mechanical position slipped from its original position; therefore, the turnbar was not in the correct position and it allowed the web to shift over to the drive side bottoming out the steering conveyor, shifting the cell pack over to the drive side. This placed the cells in position to make contact with the die cutter blades. Fulm spur steering conveyor "sensor setpoint" the fulm spur steering conveyor "sensor setpoint" is a potential contributing factor that allowed the cells to be cut. This parameter sets the +/-10mm operating window for the die camera system. There is no established tolerance range for the input values and any production colleague has access to change the value. This value (set point) could be set incorrectly allowing the operating window to be offset too far to one side and this skewed operating window would not identify if the cells were placed too far to one side in proximity where the die-cutter blades could cut the cells. The camera system wouldn't trigger a fault opening the die because the skewed operating window identifies the placement as good. Steering conveyor/camera system: the steering conveyor has the ability to re-adjust its position to compensate web mistracking issues and this was ruled out because the web mistrack was greater than the mechanical capacity of the steering conveyor. The camera system is designed to create a fault condition and open the die if the mistrack is more than 10mm. This 20mm window (+/-10mm) was set during the development work when the camera system was installed. The program that controls its position and opens the die is autotrac, rung 11 and it states: that if the filter position error exceeds +/-10mm, a fault position will be created and the die roll will open. The camera system was ruled out because the window of 20mm (+-10mm) is correct. In this case, the sensor setpoint was changed skewing the operating window too far to the drive side. This skewed operating window decreased the amount of travel (adjustment) available to one side; therefore, the steering conveyor would bottom out before the 10mm (filter) of adjustment was achieved. Corrective actions: there is no market action recommended. The chemistry leakage is visual upon opening the wrap. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn"; therefore, this investigation recommends no further actions to be taken for batch r99699. Preventive actions: modify the plc logic and converter hmi to establish limits for the cd position set-point. Assess to make changes into the plc logic and converter hmi is restricted to the e&I group. Therefore, the operators will not able to change the established limits (range) set in the hmi. This is a mitigation countermeasure to prevent a cell from being cut even if the turnbar is out of position, creating a potential cut cell. This will provide a tolerance range for the sensor set point to prevent a cut cell by locking down the operating window. Evaluate if there is an engineering solution to avoid the turnbar out of position. Conclusion: the most probable root cause of this event is equipment mechanical failure. The turnbar mechanically was out of position and it was not set to match electrical zero. The electrical and mechanical positions should be the same. This indicates that the mechanical position slipped from its original position; therefore, the turnbar was not in the correct position and it allowed the web to shift over to the drive side bottoming out the steering conveyor, shifting the cell pack over to the drive side. This placed the cells in position to make contact with the die cutter blades. The fulm spur steering conveyor "sensor setpoint" is a potential contributing factor that allowed the cells to be cut. This parameter sets the +/-10mm operating window for die camera system. There is no established tolerance range for the input value and any production colleague has access to change the value. This value (setpoint) could be set incorrectly allowing the operating window to be offset too far to one side and this skewed operating window would not identify if the cells were placed too far to one side in proximity where the die-cutter blades could cut the cells. The camera system wouldn't trigger a fault opening the die because the skewed operating window identifies the placement as good. No market action was recommended because the chemistry leakage is visual upon opening the wrap and there are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". Qa summary and impact: ad hoc sqrt meeting was held on 1/18/2018; a summary of the meeting is below: based on the current findings: an evaluation of the complaint history for batch r99699 confirms that this is the first complaint for the sub class cell pack leak received at the albany site for this batch. There were no adverse events received for this batch. The pouch provides instructions to the consumer not to use if heat cell contents leak and/or wrap is damage or torn. There is no site trending for this batch related to cell pack leak and/or adverse event. Investigation (B)(4) is in progress to address the identified event. Sqol and opu ql approval will be required on the investigation. No market action is recommended at this time. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: site notification date: 08/29/2017 through 08/29/2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 10 complaints for flexible use xl products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use xl products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use xl products, refer to attachment trending graph ae flex xl. Exped trend actions taken: based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use xl products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use xl products, refer to attachment trending graph ae flex xl. Conclusion: an investigation was conducted for related complaint record (B)(4) (legacy complaint module), batch r99699, to identify the root cause for the subclass cells damaged/leaking. The most probable root cause of this event is equipment mechanical failure. The turnbar mechanically was out of position and it was not set to match electrical zero. The electrical and mechanical positions should be the same. This indicates that the mechanical position slipped from its original position; therefore, the turnbar was not in the correct position and it allowed the web to shift over to the drive side bottoming out the steering conveyor, shifting the cell pack over to the drive side. This placed the cells in position to make contact with the die cutter blades. The fulm spur steering conveyor "sensor setpoint" is a potential contributing factor that allowed the cells to be cut. This parameter sets the +/-10mm operating window for die camera system. There is no established tolerance range for the input value and any production colleague has access to change the value. This value (setpoint) could be set incorrectly allowing the operating window to be offset too far to one side and this skewed operating window would not identify if the cells were placed too far to one side in proximity where the die-cutter blades could cut the cells. The camera system wouldn't trigger a fault opening the die because the skewed operating window identifies the placement as good. No market action was recommended because the chemistry leakage is visual upon opening the wrap and there are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19mar2018 and 04sep2019): new information received from product quality complaint group included: investigation results, severity level and impact analysis., comment: based on the available information, the patient reported that heat wrap of a 1ct pack had damaged heat cells where the content leaked, detected before using. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event device leakage is assessed as associated with the use of the device. Company conducted an investigation, the most probable root cause for this event was classified. There is no trend identified for the subject batch for cell pack leakage. No market action was recommended.